Manufacturer narrative:
Device had cracked case (battery tube), missing display window cover. No cracked/broken reservoir tube or missing reservoir o-ring noted. Device p-cap / test reservoir locks in place properly and no anomaly noted. Device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was missing. The customer stated that the connection with reservoir compartment was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.